Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced enlarged nodules. The treating physician diagnosed it as subcutaneous lymph node. The symptoms began 11 days post miradry treatment. Antibiotic was prescribed, and a culture of the affected area was taken.